Event description:
It was reported that the customer experienced blood glucose as high as 480 mg/dl, and was taken to the hospital for treatment. It was stated that the customer was not being herself, and was very irritable. Troubleshooting revealed that the drive support cap was flush. Also, unable to review the insulin pump screens as the buttons were not responding. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The unit had cracks on the reservoir tube lip and battery tube threads, as well as a scratched lcd window.